Manufacturer narrative:
Reporter phone number (B)(6) . Date of event is estimated. Date of implant is unknown . Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this complaint, attempts were made to obtain device information. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostic recorded high impedances on both leads. Surgical intervention was undertaken wherein the entire drg system was explanted and replaced with an scs system. During surgery, multiple attempts to remove the leads were unsuccessful. The physician opted to cut through the leads. One lead remained implanted. Effective therapy restored post operatively.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Additional components potentially involved in the event: common device name: drg: lead, model: mn20450-50a, UDI: (B)(4), serial: n/a, batch: n/a. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.